Manufacturer narrative:
Supplemental submitted to include new information received. Information on fields: - b5 - h6. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 347204. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21697337. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5087080.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due leads had impedances and needed to be revised, the patient was implanted a montage battery for (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 347204. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21697337. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5087080.